Event description:
Allegation of ft3 and ft4 results of one pt sample do not meet the clinical picture. Investigational unit confirmed the ft3 and ft4 results received are correct. Root cause analysis is ongoing. If add'l info is received, appropriate notification will be provided.